Manufacturer narrative:
Blood was observed on the device. Inspection of the formed needle found the distal tip to be inadequate. The inadequate formed needle tip is confirmed as the cause of the bleeding/bruising. No other damages or defects were found during the investigation.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The patient had noticed that the site was bleeding. As treatment, the patient successfully activated a new pod.